Manufacturer narrative:
Further information from the reporter is not available at this time as contact information was not provided. Reason for reoperation: rupture.

Event description:
Patient relative reported rupture of an unspecified side. The device has been explanted.